Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the unit returned with a damage in the lapjoint section of the catheter. During flush test a leak was found in the lapjoint assembly. No other leak was found along the catheter. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system. No other damage was observed in the device. No other leak was found along the catheter. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
Reportable based on device analysis completed on 01-aug-2019. It was reported that the imaging catheter had lost image. The 75% stenosed target lesion was located in the moderate tortuous and severely calcified left anterior descending artery. An opticross w-perm sled sterile bag was selected for use. During the procedure, it was noted that lost image occurred, the screen became dark during usage and nothing appeared during pullback. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis noted that the unit returned with a damage in the lapjoint section of the catheter and during the flush test a leak was found in the lapjoint assembly.